Event description:
Colo-anal anastomosis. Cs29 dlu was attempted to get into firing range and did not get into range. Pc read "replace flex shaft" error message. The open button on the remote was pressed but the dlu did not open. Manual release was tried but unsuccessful. Surgeon had to cut out the dlu from the tissue and hand-sewed the anastomosis to complete the case without further incident.

Manufacturer narrative:
Results and conclusions: upon analysis, the cs29 dlu firing shaft had a damaged drive clip. The unit was attached to the flexshaft and "replace flexshaft" error message was displayed. The manual release should have opened the dlu during the procedure, because the clamping drive clip was not damaged. The firing drive clip was damaged during the flexshaft attachment. (See add'l scanned pages)